Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead had exhibited high pacing threshold due to slack on the lead coming out. Also, the increased threshold rose to no capture. There were no associated patient symptoms.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.